Event description:
A report was received that a pt was hospitalized due to an infection at the ipg site. The pt was treated with antibiotics but the pt did not respond to the treatment. The physician decided to explant the precision system. The pt is reportedly doing well after the explant.

Manufacturer narrative:
The explanted leads were not returned to bsn, because they were discarded by the medical facility.